Event description:
It was reported that the deep brain stimulation (dbs) patient described experiencing a shocking sensation while charging the implantable pulse generator (ipg). The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg firmware update was performed and has resolved the bluetooth fault code error when charging the ipg. The patient was able to successfully charge the ipg without interruption. No further action was needed.